Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - there was very low rv sense amplitude, and the patient was hospitalized. However, the patient had no symptoms. Shock coil lead was repositioned.